Event description:
Caller reported potential false negative results on hcg pregnancy tests. No further info provided.

Manufacturer narrative:
Investigation: lot number(s) : hcg9040071. Expiration date(s): 04/2011. Control lot: 20miu/ml hcg urine lot: hcg090304-01; 100miu/ml hcg urine lot: hcg090521-01; 250.5iu/ml hcg urine lot: hcg091015-02. Summary of results: the retention devices meet qc specification. Corrective positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. The 100miu/ml and 250.5iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required as no product deficiency was established.